Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement accuracy test at 0.08720 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. The back light functions properly. No back light anomaly noted. No drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. Device responded properly to button presses. No damage noted on the keypad traces. No button error alarm noted. Device uploaded properly using carelink. During visual inspection, the electronic assembly had moisture damage and the motor was corroded. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump buttons had to press more than once to respond and rejecting the new batteries. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that there was condensation under the screen. The insulin pump will not be returned for analysis.